Event description:
Balloon came out of patient and catheter change was needed.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 a foley catheter had to be replaced due to "bulb fell out of the patient". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.